Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of cardiopulmonary arrest, deemed not related to the device is considered an unexpected adverse drug experience.

Event description:
Health professional reported that a patient was injected by another injector in the lips with juvéderm® volift¿ with lidocaine "some months back." The patient ¿did not like the results¿ and was given hyalase by another health professional. Immediately post hyalase, the patient experienced ¿palpitations and breathing difficulty¿ and was admitted to the hospital. The "patient underwent cardiac arrest, intubation and dc fib, and got discharged after a few days." The reporting health professional assessed that ¿the anaphylaxis was most likely the effect of hyalase on lips, deemed not related to the device.